Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer¿s representative reported that patient went the doctor¿s office for a routine reprogramming and they mentioned the implantable neurostimulator (ins) pocket site was painful and started ¿leaking¿. It was noted that the spouse mentioned that the patient had been scratching the site because it itched. The physician assistant (pa) and the surgeon assessed the site and determined the pocket was infected. It was noted that the patient was getting good stimulation and pain relief. Follow up information received on july 7, 2016 reported that the cause of the infection had not been determined. It was reported that there was ¿pus-like¿ fluid in the pocked. The physician flushed the pocket with antibiotics and closed up. The lead component remained in the spine. The representative was not allowed to take the explanted ins due to the infection. The indications for use for the implanted device were noted as postlaminectomy pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.